Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) box change procedure the physician noticed what looked like peeling away of the electrode insulation near the header site. The inner insulation appeared unaffected. All vectors sensed well with no noise seen. A defibrillation threshold (dft) test was performed and converted ventricular fibrillation (vf) with 65 joules at reverse polarity. The electrode remains in situ per the physician's request as no electrode issues were detected. No adverse patient effects were reported.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) box change procedure the physician noticed what looked like peeling away of the electrode insulation near the header site. The inner insulation appeared unaffected. All vectors sensed well with no noise seen. A defibrillation threshold (dft) test was performed and converted ventricular fibrillation (vf) with 65 joules at reverse polarity. The electrode remains in situ per the physician's request as no electrode issues were detected. No adverse patient effects were reported.